Manufacturer narrative:
Additional information h2, h3, h4, h6 investigation conclusion the reported complaint stated the device explodes without any cause. The patient is sitting or lying down when the impact is felt. This report is for product code 8884720205, gastro feed tbe w/y prt 20fr, with lot number 2029411664. The device history record (DHR) was reviewed, and no discrepancy was found according to the failure mode reported. Lot and failure mode trending was reviewed, and no related adverse trends were identified. The physical product was not returned for evaluation, however, a photograph of the device was provided. Visual inspection of the photograph confirmed the balloon had burst. The photograph, however, do not provide evidence that the incident was related to a manufacturing defect. The device was in use for 4 weeks prior to the balloon burst. Possible factors that affect product performance include device handling, packaging, shipping, storage, cleaning, over-inflation, and maintenance. Additionally, unique patient factors such as diagnosis, treatment, surgical procedures, as well as medications, nutrition formulas, gastric ph and the ingestion of food orally may impact the balloons performance. Current controls in place to ensure devices are released to specification without balloon performance issues include training and certification of all production staff, specific to the steps within the manufacturing process as well as proper use and maintenance of the equipment used during the process. A personnel awareness notification has been distributed. Additional action will not be taken at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A physical sample was not returned for evaluation; however, a digital image was provided for reference. After evaluating the digital image, the reported issue was confirmed as the device¿s balloon had burst. However, this component is supplied by an external supplier therefore a complaint notification and the digital image was sent to the supplier to initiate further investigating. This investigation will be updated when additional information is received. The cardinal health personnel involved in the process were notified about this reported condition. No further corrections are needed at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that it is unknown if the device will be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
Customer reports: the device explodes without any cause. The patient is sitting or lying down when the impact is felt.